Event description:
The report received through the legal department indicated that approx thirty months after the index procedure for coronary stent implantation in the left anterior descending (lad), the male pt experienced a myocardial infarction (mi) and very late coronary stent thrombosis. The treatment for the event included re-stenting. No additional information was available.

Event description:
The report received through the legal department indicated that the patient had a single cypher stent successfully implanted in the left anterior descending (lad) target lesion during the index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Approximately thirty months after the index procedure, the patient experienced an adverse event (ae) of late stent thrombosis and myocardial infarction (mi). The late thrombosis was treated by implantation of an additional stent.

Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This male pt of unknown age and medical history, experienced a thrombotic event and a myocardial infarction two and a half years after implantation of a cypher stent. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hospital. Post-interventional treatment with plavix was reported for an unknown duration. Approx two and a half years later the pt experienced the thrombotic event and myocardial infarction. Re-pci was conducted with additional stent treatment. No additional information was available. The product remained implanted in the pt and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3 mm and previous thrombus. With such limited pt and procedural information available for review, the lack of availability of the products lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. Please note that this is the initial/final report for this product.

Manufacturer narrative:
The complaint received states that the patient experienced a thrombotic event with mi approximately two and a half years after cypher stent implantation. This is (B)(6) male with medical history including hypertension, hyperlipidemia and osteoarthritis. He presented ((B)(6) 2004) with symptoms of unstable angina including intense shoulder and jaw pain with diaphoresis. The patient was sent for cardiac catheterization that revealed the proximal lad had a 90% stenosis followed by a mid lad 90% stenosis. Angiomax and integrilin were used for the interventional procedure. The two lesions were pre-dilated with a non-cordis balloon. A 3.0mm x 18mm cypher was deployed at 12 atms in the mid lad lesion then a 3.5mm x 33mm cypher was deployed at 12 atms in the proximal lad lesion. Post dilation was performed with a non-cordis balloon. Intracoronary nitroglycerine was used and post images obtained. It was reported that good angiographic results were obtained. Anti-platelet medication regimen is unknown. The patient was seen approximately two most post implantation and there was no report of chest pain. Approximately 18 months post cypher implantation ((B)(6) 2006) the patient reported no angina; however, had an abnormal nondiagnostic stress test. There was no specific treatment noted. The patient presented ((B)(6) 2007) approximately 30 months post cypher implantation with severe chest discomfort associated with st elevations. It was noted that antiplatelet medication had been interrupted, but details are not reported. Two episodes of vf (ventricular fibrillation) were treated with electrical counter-shock (defibrillation) successfully. Emergent angiography was conducted. Reopro was used for the emergent procedure and act values were measured; however, not reported. Total occlusion at the proximal lad was observed, also noted was a 50% stenosis of the proximal rca. Poba and ivus of the lad were performed and flow was restored. Initial ivus revealed good stent apposition at the mid portion of the lad; however, poor apposition at the proximal areas. Post poba there was good apposition throughout the stented area. Tmi 3 flow with 0% residual stenosis was noted at the finish of the procedure. The rca was left untreated. Ck levels were noted to be 2200. Long term aspirin use was initiated and plavix for at least one year was initiated. The patient was treated in ccu post procedure with non-sustained episodes of vt treated with an amiodarone drip. The patient was discharged at an unknown time post procedure after several medication regimen adjustments. In a follow up visit ((B)(6) 2007), the patient reported no angina. Functional stress test showed overall lv fraction low normal, 40 - 50%. Hypokinesis of the distal anterior septal and apical segments was noted. At a follow up ((B)(6) 2007) the patient did not report any chest pain. Stress testing impression was abnormal. Hypokinetic areas were noted in the distal anterior, septum and apex segments. At a follow up visit ((B)(6) 2008) the patient was stable and reported no chest pain. The stent remains implanted thus unavailable for analysis. (B)(4): the device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Late thrombosis associated with mi are known potential adverse events associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. The patient's antiplatelet regimen was interrupted and an unknown time and for unknown reasons. Mi is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, medication and patient factors may have contributed to the reported unfortunate events. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2009-00044 and # 3003742446-2011-00473.

Manufacturer narrative:
Addendum: additional information was received and indicated that the patient had two (2) cypher stents implanted during the index procedure: a 3.0 x 18 mm, and a 3.5 x 33 mm stent implanted in the proximal/mid lad target lesion in overlapping fashion. Also patient demographic information was received. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2009-00044 and # 3003742446-2011-00473.